Event description:
A copy of a voluntary medwatch was received. The info in the report stated that four days after an angioplasty procedure with drug-eluting stent placement in the left anterior descending (lad) and proximal diagonal branch, the pt returned with chest pain and ECG changes. It was found that the diagonal branch had re-occluded at the area of stent placement.

Manufacturer narrative:
Additional info received indicated that the pt had more than one drug eluting stent implanted during the index procedure. The lesion was a bifurcation lesion involving the left anterior descending and diagonal branches. The pt returned four days later with chest pain and was found to have occluded the cypher 2.75 x 23 mm stent implanted in the diagonal branch target lesion during the index procedure. There was no problem with the other drug eluting stent(s) implanted during the index procedure. It is not know if the other drug eluting stents were cordis products. The sub acute thrombosis (sat) was treated with balloon angioplasty. The pt was reported to have done well after the re-intervention. Add'l info has been requested. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.